Manufacturer narrative:
Updated with additional information. During a coil embolization of an internal carotid artery aneurysm using a dual catheter technique, there was detachment failure of the presidio (pc4100517-30/j10544). The presidio was safely withdrawn from the patient; however, when it was withdrawn there was entanglement with the previously placed coils. This led to displacement of the other coils requiring snare removal. There was no patient injury or further complications reported. The aneurysm was located in the cavernous portion of the internal carotid artery with no further available information regarding the aneurysm/vessel characteristics. There was no patient injury or complications reported. Initially, an unspecified microcatheter (excelsior sl10/stryker, type either 90 degrees angle or 45 degrees angle) was navigated into the target aneurysm. The first presidio (pc4100517-30/j10544) was delivered as framing coil but repositioning of the microcatheter was required because the microcatheter was not correctly located against the target aneurysm. Both the first presidio and the microcatheter were safely removed as a unit from the patient. A pre-deployment electrical check was performed and no issues were noted. According to the physician, the first presidio may have become kinked when he re-sheathed it after the repositioning of the microcatheter. He indicated that the reported event seemed to be caused by the kink. The excelsior and presidio coil and were delivered again into the target aneurysm without the attempted detachment of the coil. Using a dual cath technique, another microcatheter (excelsior sl10/stryker, type either 90 degrees angle or 45 degrees angle) was then navigated on the other side (of the aneurysm) and two competitor¿s coils (target /stryker, 4mm x 8cm, 3.5mm x 8cm) were successfully detached and placed into the target aneurysm. No issues were noted. After detachment of the two non-codman coils, attachment of the presidio was attempted. However, it was reported that when the physician was attempting to detach the first presidio coil the green system ready light did not illuminate when the coil was connected to an enpower control cable (ecb000182-00/c20512) before attempting the detachment. Although both the enpower control cable and detachment control box (dcb000005-00, lot unknown) used with the product were replaced for new products (both lot unknown), the situation did not improve. Then the first presidio was safely withdrawn from the patient. The two competitor¿s coils were then retrieved from the patient by using gooseneck snare because they were displaced from the aneurysm during removal of undetached presidio. The first presidio coil was replaced with another (pc4100517-30, lot unknown). When the second presidio was delivered as the framing coil into the target aneurysm, the green system ready light illuminated, and the physician was able to successfully detach it using the replaced cable and detachment control box with no further issues. After the placement of the second presidio, eight competitor¿s coils (target/stryker, details unknown) were successfully placed into the target aneurysm with no further issues, and the procedure was successfully completed. The devices were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no other damages were reported on the devices after the event. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. There was no resistance/friction during deployment of the coil system through the microcatheter. Torquing of the device positioning unit (dpu) was not required during positioning of the coil in the aneurysm. The low battery light and fault light were not seen during the case. It is unknown if the audible signal beeped. All connections appeared to fit properly without application of excessive force. It was reported that the involved devices are not available for analysis. Without the return of the devices a root cause of the failure to detach cannot be definitively established. However, as reported, continued use of the device after noted to be kinked might have contributed to the event. A review of the manufacturing documentation associated with the presidio coil and enpower cable lots presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The lot number of the detachment control box is not available; therefore, a device history record review cannot be completed. Based on the information available, no corrective action is warranted at this time.

Event description:
(Ref: (B)(4)) failure to detach the coil. The event happened during the procedure. Initially, an unspecified microcatheter (excelsior sl10/stryker, type either 90 degrees angle or 45 degrees angle) was navigated into the target aneurysm. The 1st presidio (B)(4) was delivered as framing coil but the repositioning of the microcatheter was required because the microcatheter was not correctly located against the target aneurysm. Then, both the 1st presidio and the microcatheter were safely removed as a unit from the patient and were delivered again into the target aneurysm without the detachment of the coil. And then, another microcatheter (excelsior sl10/stryker, type either 90 degrees angle or 45 degrees angle) was navigated on the other side and two competitor¿s coils (target /stryker, 4mm x 8cm, 3.5mm x 8cm) were successfully detached and placed into the target aneurysm. No issues noted. However, later on, the physician reported that the green system ready light of the 1st presidio did not illuminate when the coil was connected to an enpower control cable (B)(4) before attempting the detachment. Although both the enpower control cable and detachment control box (dcb000005-00, lot unknown) used with the product were replaced for new products (both lot unknown), the situation did not improve. Then the 1st presidio was safely withdrawn from the patient. Also two competitor¿s coils were entirely retrieved from the patient by using gooseneck snare.

Manufacturer narrative:
After that, when the replaced presidio (pc4100517-30, lot unknown) was delivered as the framing coil into the target aneurysm, the green system ready light of the presidio illuminated. The physician was able to detach it using the replaced cable and detachment control box with no further issues. After the placement of the replaced presidio, eight competitor¿s coils (target/stryker, details unknown) were successfully placed into the target aneurysm with no further issues. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. According to the physician, the 1st presidio might have been kinked when he re-sheathed it after the repositioning of the microcatheter. And so, he considered that the event seemed to be caused by the kink. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no damages were reported on the devices after the event. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. Pre-deployment electrical check was performed and no issues noted. The complaint products are unavailable for evaluation. There was no resistance/friction during deployment of the coil system through the microcatheter. Torquing of the dpu was not required during positioning of the coil in the aneurysm. The low battery light and fault light were not seen during the case. It is unknown if the audible signal beeped. All connections appeared to fit properly without application of excessive force. No additional information is available. The procedure was coil embolisation for aneurysm in the cavernous portion of the internal carotid artery. No information regarding the aneurysm/vessel was provided. Concomitant medical products and therapy dates: 2 microcatheter (excelsior sl10/stryker, type either 90 degrees angle or 45 degrees angle); 2 competitor¿s coils (target /stryker, 4mm x 8cm, 3.5mm x 8cm); enpower control cable (ecb000182-00/c20512); detachment control box (dcb000005-00, lot unknown); new enpower control cable (details unknown); new detachment control box (details unknown); new presidio (pc4100517-30, lot unknown) ; 8 competitor¿s coils (target/stryker, details unknown). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.